Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 6/3/2015 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. Retain testing could not be performed as the test strip lot number was not provided. A device history record was done on the subject meter lot, which was found to have deviation. The planned deviation is a labelling update to the owners booklet that has no impact on the product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) croatia alleging that their onetouch verio 2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation as the patient was unwilling to be contacted to obtain additional information. The patient was unable to state when the alleged inaccurate results were obtained but stated that they obtained a result of ¿14.2mmol/l¿ on the subject meter and ¿9.0mmol/l¿ on a onetouch ultra meter within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin intake based on subject meter readings. They normally take this insulin (unknown type/dosage) x5 per day. An unknown period of time after this alleged inaccuracy occurred, the patient experienced ¿hypoglycemia.¿ however, the patient was unwilling to discuss any specific symptoms which were experienced, with the csr, at the time of the initial call. The patient stated that due to experiencing ¿hypoglycemia¿ they received treatment from a healthcare professional in the emergency room (e.r). The type of treatment received is not known; however, the patient stated that they were hospitalized for one night as a result of their symptoms. At the time of troubleshooting the csr noted that the unit of measure was set correctly on the subject meter. The patient¿s products were requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering from hypoglycemia and requiring medical intervention from a healthcare professional in e.r as a result of their symptoms.